Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a cyst during a stent placement procedure performed on an unknown date. According to the complainant, during the procedure and with the scope in a retroflex position, resistance was encountered when the first flange of the stent was deployed. Nevertheless, the first flange was successfully deployed. While the physician was retracting the stent, however, the remainder of the stent prematurely deployed into the cyst. The stent was removed from the patient with forceps and the procedure was not completed. There were no patient complications as a result of this event. The patient's condition was reported to be fine.